Manufacturer narrative:
Concomitant medical product: dtbb1d1 crt-d implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no capture on the left ventricular (lv) lead. The lead was programmed off and will be replaced in the future. No patient complications have been reported as a result of this event.